Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics revealed high impedances. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Follow up information identified the physician performed a revision on (B)(6) 2020 wherein the patient¿s lead with high impedances was explanted and replaced with a new model. The lead was found to be fractured behind the distal end of the anchor. Replacement resolved the issue.